Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high threshold measurements, low impedance measurements, and loss of capture (loc). The patient is not pacemaker dependent and there was no evidence of asystole greater than two consecutive seconds in duration. Upon explant, visual inspection noted that suture was on the lead body instead of the suture sleeve. No adverse patient effects were reported.